Event description:
It was reported that the customer had issues with the pump not accepting the cartridge. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. Reportedly, the customer reverted to an alternate method of insulin therapy.